Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) remotely examined the system and confirmed that it was unable to boot up. The customer indicated that the problem stemmed from the ups therefore, the ups bypass procedure was executed. During troubleshooting, a blown fuse was found on the bypass connection board. To resolve the problem, the fuse was replaced by hospital staff and implanted the correction. After bypassing the ups, the system returned to use in good working order. The codes were updated based on the investigation outcome.